Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a heparin drip, which had been turned off for about 6 hours to maintain the ordered aptt range, was restarted at 1658 with a new bag (25,000units/250ml) to run at 13.2 ml/hr (18units/kg/hr). At 1810 the pump alarmed and the bag was found empty. There was no hole in the bag and no sign of leaking. The patient showed no signs of bleeding. The heparin was discontinued. A stat aptt was drawn with a result of >200. Protamine was administered. At 2136, an act-k level was drawn with results of 127; at 2209 the heparin was resumed at 8ml/hr. Two days later the patient reported chest pain; a stat CT scan was done which showed a retroperitoneal hematoma. The aptt level was 72.1. Two units of ffp were given. Several hours later the aptt was 29.6.

Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was not confirmed. The devices and IV tubing were not returned for investigation; log review only. Log analysis of the pcu shows that an infusion of the drug heparin, 25000unit/250ml, was started on pump module sn (B)(4) with a dose entry of 18 unit/kg/h (rate= 13.2ml/h) and vtbi of 240ml on (B)(6) 2015 at 05:02pm. The pump module alarmed for air in line at 06:03pm. A user placed the pump module in pause mode at 06:04pm and again at 06:06pm. A user turned off the pump module at 06:11pm. The total volume infused for the heparin infusion was recorded at 13.29ml. The root cause for the customer¿s reported experience could not be identified from the requested log review and no more information was made available.